Manufacturer narrative:
H10: through follow-up communication livanova learned that the unit was already replaced, the alarm would be intermittent and it was an over-sensing issue. Therefore, the event has been re-assessed as not reportable since no malfunction occurred. In case of bubble sensor triggering false bubble alarms, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in serious injury.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Sn and UDI are unknown. Since sn is unknown, also manufacturing date is unknown. Livanova deutschland manufactures the bubble detector. The incident occurred in united states of america. Livanova is following up with the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of bubble sensor issues on s5 hearth lung machine during service there was no patient involvement.